Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 6 failed to recover. A field service engineer (fse) verified the failure in the medication application and powered down the device for inspection. After removing and inspecting the drawer, the fse identified that the magnet was missing from the inseparable latch. The latch inseparable was replaced and the drawer was reinstalled. After restarting the device and testing in the hardware test application (hta), the drawer failed to open. The fse manually opened the drawer and found that the latch sensor was also malfunctioning. The fse powered down the station again, replaced the sensor, restarted the device, and tested in hta, confirming normal drawer operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer storage space failed and required maintenance. The customer tried to reboot, recover and reseat the power plug, but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.